Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via log file analysis. The heartmate mobile power unit (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review spanning approximately 4 days ((B)(6) 2021 ¿ (B)(6) 2021 per timestamp). On (B)(6) 2021 at 08:40:04 - 8:40:11 there were atypical power cable disconnect and low voltage alarms that became a no external power alarm due to a loss of ac power while connected to the mobile power unit (mpu). The backup battery provided power during this time. This event cleared when ac power was restored. There were no other notable alarms in the log file. Pump operation was not affected. The root cause of the reported alarm was determined to be due to the ac power cord becoming disconnected at the wall outlet. The root cause of the ac power cord becoming disconnected was determined to be due to the patient ambulating, as reported. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)). Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including power no external power alarms and also instructs the user to take care while moving around while connected to the mobile power unit. Heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 due to sub therapeutic international normalized ratio. The pump was functioning as intended with no indication of malfunction or thrombosis. The patient had a "no external power alarm" on (B)(6) 2021 at 08:40:09. Log file analysis captured a no external power event on (B)(6) 2021. This was caused by power to the mobile power unit being briefly interrupted. The no external power event was cause by the mobile power unit becoming unplugged from the wall while the patient was ambulating. The patient was educated on not ambulating while connected to the mobile power unit.